Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Since the complaint was opened based on an article in scientific literature, no sample is available to be provided to the responsible site for an in-depth investigation. Due to the nature of the article published in scientific literature, information required to perform a proper complaint investigation is not made available. Therefore, the root cause of the events included in the article could not be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study was conducted on sixty-two eyes between implantation of posterior chamber phakic intraocular lens group and laser vision correction group that underwent laser-assisted in situ keratomileusis in which endothelial cell loss was observed in the unknown eye of the patients during the follow-up period based on preoperative and postoperative six-month measurements in both groups. After laser-assisted in situ keratomileusis, antibiotics and steroid eyedrops were prescribed and additionally photorefractive keratometry was performed, post which a bandage contact lens was applied for healing. Further again antibiotics and steroid eyedrops were given post photorefractive keratometry.